Event description:
Reporter was calling on behalf of her husband who has experienced the error 1 message in the past. Reporter stated her husband would then retest and get a satisfactory result. Co reviewed possible causes of the error 1 message. Reporter also stated her husband does not perform the control solution test.